Event description:
An exeter 35.5mm ddh stem that was implanted in a pt had fractured and was to be revised. The cement mantle was intact and the intervention was to implant a 33mm ddh stem in the existing mantle. As the stem had fractured there was a complication with the removal of the distal portion of the stem from the cement mantle.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Stem was discarded. If additional info becomes available, it will be submitted in a supplemental report.